Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify lost sensor alarm due, battery out limit alarm and vibrator anomaly due to blank display. The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that the display was blank. The customer's blood glucose was 130 mg/dl at the time of incident. The customer also reported that the insulin pump would not vibrate. The customer stated that the display returned after troubleshooting. The customer stated that they received battery out limit alarm. The customer stated that the insulin pump did not vibrate during self test. The insulin pump was returned for analysis.